Event description:
The symptoms reported by the pt were eyes and facial inflammation and swollen tongue. The pt indicated visiting a general physician. The pt reported being prescribed benadryl (antihistamine) and prednisone (steroids) to alleviate the reported symptoms. The pt also indicated that the general physician diagnosed the reported symptoms as angioedema (unk origin) and no additional information was provided. The treatment was discontinued on (B)(6) 2013.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. This event is being filed as an MDR, because the pt's reported symptoms were diagnosed as angioedema by a general physician. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product cause or contributed to the diagnosis of angioedema or reported symptoms. Since the invisalign product was being used at the time of the reported symptoms, an MDR is being filed.